Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient reported waking up in the ICU with no recollection of what occurred leading up to this. Upon waking up, the patient reported fighting with the medical personnel aggressively and was ¿kicking them¿ and ¿fighting with them violently¿. The patient stated she was hallucinating and thought the medical personnel was her family. The patient was in the ICU with dka. The patient also stated she suffers from ¿mental illness¿. No cgm or bg meter reading were documented because the patient had no recollection of these details. At an unspecified time during this event, the patient¿s cgm was removed. She thought she was treated with insulin (route not specified). The patient was discharged on (B)(6) 2026. Although the patient stated, she had no recollection of what occurred prior to her waking up in the ICU, she was ¿alleging that the dexcom didn¿t give her correct readings¿. It was not clarified when during the timeline of events this may have occurred. The patient was ¿fine¿ at the time of report and was requesting sensor replacements. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. T was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 04/12/2026, it was reported that the patient experienced a hyperglycemic event. The patient reported having "faulty readings from her cgm. No specific values were reported, but it was stated the cgm values were reading falsely low. It was mentioned the patient had been hallucinating prior to (B)(6) 2026 and that the patient had a history of mental illness. Emergency medical services (ems) was called and once they arrived, the patient was "going crazy" and fighting with ems. Security was called and the patient was given an unspecified medication to calm her down. The patient woke up two days later in the ICU with dka. No cgm or bg meter readings were documented because the patient had no recollection of these details. At an unspecified time during this event, the patient¿s cgm was removed. She thought she was treated with insulin (route not specified). The patient was discharged on (B)(6) 2026. The patient was ¿better¿ at the time of report and was requesting sensor replacements. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional event or patient information is available.

Manufacturer narrative:
B2 outcomes attributed to adverse event - additional. B5 describe event or problem - additional. B6 relevant tests/laboratory data, inclu - correction. D4 serial no - correction. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction. H11 additional narrative - correction. Diabetes mellitus is a known cause of diabetic ketoacidosis.